Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the study stent did not fully expand. The patient presented due to current stable angina and was referred for cardiac catheterization. The index procedure treated the 80% stenosed, 2.5x12mm target lesion located in the 1st diagonal branch. Treatment consisted of pre-dilation and the placement of a 2.5x16mm taxus liberte study stent. Post stent deployment ivus was performed revealing the stent was under expanded. Treatment consisted of additional post dilations with higher pressure resulting in 10% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).